Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc catheter kink / bent during the infusion on 2024-3-28, the nurse administered the set of needles at 9:00 a.m., and then in the evening when the infusion was performed, it was discovered that the indwelling needle hose with the y-connection was folding the tube inside the patient, causing the needle to drip poorly and preventing the infusion from occurring properly. Subsequently, the patient was given a new indwelling needle, which did not cause much harm to the patient.

Manufacturer narrative:
1. DHR review lot 3325899: 1. This batch of products were assembled at (B)(4) in november 2023, and packaged at (B)(4) in november 2023. Work order quantity was (B)(4). 2. Review the in process test reports and outgoing test reports, and all test results meet the product specifications. 3. Review the production records with no nonconformance, deviation or rework activities. 4. Review incoming inspection records of catheter, no abnormalities. Material number, b5171aaal, batch number.3158044, 3177665. 2. No defective samples and photos have been received for the complaint. 3. The retained sample of this batch is taken for catheter bending resistance test and flow test, and the test results show no abnormal. Please see the attached test reports. 4. The catheter of bd indwelling needle has always been provided by bd sandy factory. The characteristics of the catheter are good biocompatibility, excellent bending resistance. 5. Cause analysis. When the catheter is bent in the vein, blood clots may occur, causing the bent catheter to be unable to recover. 6. It is recommended to feed the catheter at a low angle during the puncture process to avoid catheter bending, and properly fix the catheter during the indwelling process to avoid catheter bending and blockage. 7. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the defective sample is not returned, further testing and analysis cannot be carried out, and the root cause of the bending of the catheter cannot be determined.

Event description:
No additional information provided.